Event description:
It was a reported that a patient underwent af (atrial fibrillation) and flutter ablation procedure that included thermocool® smart touch® sf uni-directional navigation catheter. The patient experienced perforation requiring surgical repair to the base of the laa (left atrial appendage) after pericardial drainage. Redo af and flutter ablation was performed. On final echo at the end of the case, an effusion was noted. At this point blood pressure dipped and a pericardial drain was inserted. Surgical repair performed to the base of the laa appendage. The event occurred during the procedure. Additional information was received. Physician opinion on cause of this adverse event was likely perforation from map catheter in left atrium. Surgical repair preformed and effusion resolved. Itu bed and stay in hospital extended. Transseptal puncture performed by abbott brk. Prior to noting the adverse event, ablation was not performed. No evidence of steam pop. Irrigated catheter flow setting: as per instructions for use (IFU): stsf settings. 15mls. Correct catheter settings were selected on the generator. Pump switched from "low" to "high" flow during the ablation. No error messages observed on bwi equipment during the procedure. Force visualization features used: dashboard , vector , visitag , graphs. Visitag parameters for stability used: total time, 3sec stability, 4mm, 25% 3g, size 3, resp gated. No additional filter used with the visitag. Total time was used prospectively. Patient deteriorated post cardiac surgery and has been transferred to a nearby nhs hospital itu (intensive therapy unit).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-001379378 during an internal review on 17-jul-2023, noted a correction to the 3500a initial as in error did not include the physician information. Therefore, updated e. Initial reporter.